Event description:
Boston scientific crm received information that prior to the implant procedure, it was known that due to this patient's age, an extended procedure time would not be tolerated. A passive fixation lead was chosen for implant. However, during the procedure, difficulty was encountered locating an appropriate right ventricular (rv) lead (fineline model 4457 sn (B)(4)) position. When the leads were connected to this pacemaker, loss of right ventricular capture was noted. Despite several attempts to reposition the lead, similar results were obtained; acceptable lead capture could not be obtained. A decision was made to remove the passive right ventricular lead and implant an active fixation lead. Due to the patient's condition, difficulty was encountered performing the subclavian venous puncture. At the same time, the patient experienced a respiratory arrest. This device and leads were removed and the patient was intubated. Attempts to resuscitate the patient were unsuccessful. The patient passed away. The physician did not feel this device or leads contributed to the patient's death.

Manufacturer narrative:
This device has been returned for analysis. Upon completion of the analysis, this event will be updated.

Event description:
- -

Manufacturer narrative:
This device will be returned for analysis. Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case revealed no anomalies. Further microscopic visual inspection of the pacemaker header revealed damage on both the ventricular ring and atrial tip seal plugs. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed. There was no evidence that this device failed to deliver therapy while implanted. The damaged seal plugs likely occurred during the implant procedure, however did not contribute to any loss of therapy. Analysis concluded this device met specification.